Manufacturer narrative:
E1 reporter phone #: (B)(4). Hospital analysis indicated the blood oxygen probe connector was tightly connected and the probe wire was partially broken. The hospital replaced the monitor following the event. Additional supporting information, including photographs of the damaged probe wire, patient rhythm strips, and clinical audit logs, was requested; however, the customer declined to provide further details. Based on the available information, the reported product malfunction could not be conclusively confirmed due to insufficient evidence and lack of additional supporting data from the customer.

Event description:
Philips received a complaint on an intellivue mp5 indicating that during a gallbladder resection surgery for gallbladder stones with cholecystitis, the patient was returned to the ward with physician orders to continue bedside ECG monitoring. During a nursing round at approximately 21:00, the patient¿s spo2 value was observed at (B)(4); however, no alarm was reported by the monitor. The nurse immediately notified the physician on duty, and the patient was assessed. No abnormal clinical findings were identified. The portable spo2 probe was replaced, after which the patient¿s oxygen saturation measured 98%. Review of the monitor settings confirmed the low spo2 alarm limit was set to 90%. The spo2 probe connector was found to be securely connected; however, the probe wire near the sensor was observed to be partially broken. The ECG monitor was subsequently replaced, and the patient¿s spo2 measured (B)(4). Additional information was requested from the customer; the information received further clarified there was no patient injury and the patient outcome was reported as recovered.